Event description:
The customer reported the column is not going down very well on the 9800 system. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the ps3 and verified the system functioned properly.